Event description:
The customer reported less than two milliliters of clear diluent leaked near the manual sampling probe during system startup involving the coulter hmx hematology analyzer with autoloader. The fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient impact associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the blood sampling valve (bsv) that was clogged and resolved the leak issue. The fse attempted to verify instrument operation and noted the system generated communication errors. The fse determined the power supply had noise on the voltage. The fse replaced the faulty electronic system, signal flow, cpu card, sample handler card, the pneumatic power supply, and the autoloader interface card. The fse performed system verification and noted the instrument met specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Electronic system, signal flow, cpu card, sample handler card, interface card. In conclusion, system hardware is the likely cause of the event. A definitive root cause is unknown. (B)(4).